Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827 - 2018 - 00080.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the MFR number 3007963827-2018-00080. Please disregard the previous submission.

Manufacturer narrative:
The reported event was confirmed from x-rays received. X-ray review report from mmi state that the femoral stem component is fractured at the stem junction and there is mild posterior angulation ("flexion") of the femoral condylar component. Heterotopic ossifications appear present anterior and posterior to the knee joint. No devices were received; therefore the condition of the components is unknown. The photographs provided show the explanted femoral component. No further evaluations could be made from the pictures provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent and initial right knee procedure. Subsequently, the patient was revised due to an implant fracture. X-rays received noted heterotrophic ossification. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown a the time of the initial medwatch. Implant date: 2007.

Manufacturer narrative:
(B)(4) - the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right knee procedure in 2007, and has been revised due to device fracture and pain. There is no additional information at this time.